Manufacturer narrative:
Pump received with intermittent button response due to moisture damage keypad traces. No scrolling numbers display anomaly noted. Pump received with scratched display window, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.